Manufacturer narrative:
The reported complaint was confirmed. No visual defects were noted. Functional tests were performed and the returned gold probe device failed an isolation of electrodes test. An x-ray performed to the device showed two copper wires were making contact at the ceramic tip, which created a short. The most probable root cause is a manufacturing defect. Further investigation of this issue is ongoing a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure in the jejunum. According to the complainant, the gold probe device would not burn when electrical current was applied. Another gold probe device was used to complete the procedure using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure in the jejunum. According to the complainant, the gold probe device would not burn when electrical current was applied. Another gold probe device was used to complete the procedure using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.